Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a zenker's diverticulum procedure, the device cut and did not staple. The patient had to be converted to an open. Another device was used to complete the procedure. The patient is in still in the hospital. (B)(4).

Manufacturer narrative:
(B)(4). Anvil. The analysis results found that the ats45 device was received with the tip of the anvil cut off and with no reload loaded in the device. However, three reloads were received for analysis. Reload b was received fully fired, reload c was received unfired and reload d was received unfired and with the cartridge tip cut off. The device was tested for functionality with the returned reload c and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to why the device and reload d were received with the tip cut off, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.